Event description:
It was reported that the patient had a high heart rate. The right atrial (ra) lead had intermittent p-wave sensing. Clear p-waves with intermittent atrial sense markers were noted. The atrial electrogram was very noisy with almost a solid black signal. Reprogramming was performed, but the intermittent undersensing was still observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted (B)(6) 2013. (B)(4).